Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 448mg/dl and the pump alarmed low reservoir. Customer treated with a bolus. Customer did not have any symptoms and their blood glucose value was 378 mg/dl at the time of the call. Troubleshooting found that the needle guard was on and the cannula was bent. Customer was provided assistance with changing the infusion set and declined further troubleshooting.